Manufacturer narrative:
Product complaint : (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported by the patient : alot of on-going pain and discomfort post expedium parts implantation procedures. Patient underwent an initial surgery on an unknown date, to fuse l-3 and l-4 and then 3-4,s1 followed by revision surgery on (B)(6) 2018 on 4 screws and rods. Patient is continuously experiences alot of pain and discomfort and has consulted with many doctors ,undergone various testing for possible infection with no confirmation. The patient is enquiring about what the metals content of his construct are made of. (His surgeon has told them that they were titanium implants). If there is nickle in the content that he might be allergic to. Another revision surgery is planned to remove the metal construct. The patient is expecting a call back.